Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision wherein the ipg will be replaced and relocated.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the pocket was switched in its location. The patient was doing well postoperatively.